Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(6), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension.

Event description:
A healthcare professional reported the patient was experiencing muscle spasms down the right arm which had started in (B)(6) 2016, about (B)(6) 2016. Lead/extensions were also on that side and in the patient¿s neck around the wires the skin was tender and hot to the touch. The patient was also experiencing other symptoms which included rigidity, psychological issues and had to self cath so they were going to check for a urinary tract infection (uti) as the patient had had several in the past. The psychological issues had been somewhat ongoing both before and after deep brain stimulation. The patient was treated for depression which included depicote medication. The patient¿s issues were not related to the deep brain stimulation and tended to occur in a cycle. The patient had had a couple of falls over the last couple of days but had not fallen on the area where the leads/extensions were. There was no change in therapy after falls but the patient had been up for 48 hours straight and had only had a few hours of sleep the night before so it was difficult to tell if the deep brain stimulation was working appropriately since the patient felt awful and out of it. The p atient¿s spouse usually checked the device with the patient programmer to make sure everything was ok but had not done so for a while. The patient had gone to urgent care where they would check for a uti and take x-rays. They were going to try to bring the patient in on tuesday, (B)(6) 2016. The patient¿s indication for use is parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.